Event description:
Rptr complains of: fibrocystic disease, weight gain, burning breasts, chest wall pain, chest pain, eye pain, upper abdomen pain, "vein leakage" in legs, blurred vision, sunken breast, sinus and inner ear problems, facial and jaw pain, tmj, myofibrositis, blister on breast from heating pad, rash around blister on breast, nervousness, depression, connective tissue problems, blepharitis, muscle pain, hypertension, weakness, dizziness, tired eye, chronic imflammation, chronic weakness, breast seromas, mild aches and pains of extremities, joint aches, breast firmness, chest swelling, "mini strokes," cold eye, dry right eye, diabetes, angina, anxiety disorder, hot flashes, rashes, chronic external otitis, hiatal hernia, esophagitis, aches and pains in left arm, leg and hip, meniere's disease, two displaced discs, bronchitis, shortness of breath, arthritis, fibrositis, neck lymphadenopathy, lower extremity edema, irritable bowel, bad circulation, joint swelling in legs, fingers and feet, muscle fatigue in legs, arms and chest, foot numbness, hair loss, headaches, and nausea. She doesn't feel rested. Her implants were too small and did not look right or even.